Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/17/2025, it was reported that the user discovered a crack on the ilet screen when removing it from a pocket. The screen was unresponsive and not usable. The user arranged for a replacement device and will use back-up therapy until the replacement arrives. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.